Event description:
It was reported that the patient experienced a yellow pus discharge following scratching of a scab at the incision site of the implantable neurostimulator (ins) pocket. The area was reported to be red, hot and sensitive to the touch. It was also stated that the ins moves in the pocket causing pain. The stimulator was turned off because it was not helping with the pain. The patient was on amoxicillan for an infection in his mouth. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the pocket had been swollen and hot since implant, even after the patient had turned ins off. Pt had ins off for over a month. The ins was placed in the wrong location and anchored to screw on fusion in patient's spine. The patient was scheduled for explant.

Manufacturer narrative:
Lead model 3888, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown lead model 3888, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown lead model 3888, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown lead model 3888, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown extension model 3708220, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown programmer model 37743, serial # (B)(4).